Event description:
It was reported that the patient presented to the clinic and upon interrogation of their implantable cardioverter defibrillator (ICD) it showed several ventricular fibrillation (vf) and non-sustained tachycardia (nst) events which are preceded by ventricular pacing (vp). It was thought it was something associated with the capture management (cm) feature operation. Follow-up with the patients clinic was completed. The healthcare professional (hcp) verified the patient's ICD was reprogrammed, capture management was turned "off," and there has not been any further issues since the device was reprogrammed. The device remains in use. No patient complications have been reported as a result of this event.